Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the device revealed burnishing on the superior articulating surface of the insert, burnishing and deformation on the inferior surface of the insert, with some damage on the medial posterior locking mechanism and the edge of anterior locking mechanism appeared undamaged. A review of the device history records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A lab analysis conducted during this investigation, concluded that the device had some burnishing on the superior articulating surface typical of standard use. The inferior surface was also burnished and damaged on the medial side. The medial posterior locking mechanism was damaged, likely caused by the bone fragment referred to in the complaint. One edge of the anterior locking mechanism appeared undeformed, indicating the insert may not have been properly seated. The reported bone fragment may have prevented the insert from being properly inserted into the tibial tray. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the insert had dislocated, necessitating the revision surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision was performed to replace an insert.